Event description:
It was reported that the surgeon revised due to leg length discrepancy from a dysplastic hip. Surgeon removed stem and femoral head and then removed a 3cm section of the femur. Canal was reamed with flexible reamers. He then trialed a 11x16 36 std +6 stem and a 36 +9 femoral head. Those sizes were then implanted. No surgical delay was reported. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.